Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l32510), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device lot number (6l32510), and no non-conformances were identified.

Event description:
It was reported by sales rep tool that during a meniscal repair, while using an omnispan meniscal repair system/12 degree and an omnispan meniscal repair system/27 degree, it was observed that device could not perform second firing. The device was removed and noted that the 2nd plate was not in the correct position. Another device was used and the same result happened. Another device was used to complete procedure. No surgical delay or patient consequences reported. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.